Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the device monitoring status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: product event summary: the device was returned and analyzed. Analysis confirmed crystal errors causing telemetry delays. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry with multiple devices and could not be interrogated. It was further reported that the episodes could not be manually marked. The icm is planned to be replaced. No patient complications have been reported as a result of this event.